Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during pirme, the manifold was obstructed. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 30, 2018. Upon further investigation of the reported event, the following information is new and/or changed: device returned. Device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The actual sample was inspected and noticed that an additional tubing was present where the occlusion was found. The tubing is modified in pack 76427, where tubing is removed and re-bonded with solvent, and the occlusion is confirmed to be originating from the reconnection of the tubing. The most likely root cause of this occlusion is excessive solvent being applied to the tubing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.